Manufacturer narrative:
Device analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: a sharp broken on radius assessed as a surgical impact opening, for the stress mark in the shell, creases fold and missing shell. A dimension measurement in the shell was performed which identified the thickness as within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as a surgical impact opening and a missing shell assessed as inconclusive.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted.